Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). Three separate attempts were made to deploy different closure devices due to the pigtail catheter requiring repositioning after each deployment. After deployment of the fourth closure device and release criteria was being evaluated, st segment elevation occurred. The closure device met release criteria and was successfully implanted. The patient became hypotensive, and defibrillation and chest compressions were administered. Air embolism was suspected but not visualized on procedural media. No patient complications were reported but the patient was monitored overnight as a precaution.